Event description:
36 year old female who had bilateral breast augmentation 6 years ago with mentor implants, saline filled. She went to the operating room on 5/9/97 for removal and replacement of bilateral breast implants. The rt implant had deflated and bilateral breast ptosis was noted.